Event description:
Sjm received info indicating the valve had been replaced. The surgeon indicated the pt presented with this valve showing degeneration requiring re-operation as well as coronary bypass grafts. The surgeon stated the findings at explant were consistent with valve degeneration with no associated infection. The valve was replaced with a smaller 21 mm sjm mechanical valve (model 21aecj-502). Additional info has been requested.